Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the emergency department in a tachyarrhythmia. It was noted by remote transmission, the device was categorizing the rhythm as a ventricular tachycardia and not as a supra ventricular tachycardia. The device is still in use. No patient complications were reported as a result of this event.